Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy drug-eluting stent was selected to treat a calcified distal lesion. However, during the procedure, it was noted that the stent was damaged. No patient complications were reported.